Event description:
Pt lowered into whirlpool. Thermometer registered 90 degrees f, resident immediately removed from water. 2nd degree burns noted to lower torso, legs and feet. Whirlpool thermometer registered 30-40 degrees lower than actual water temperature.